Event description:
Eye felt like something in them. Kept putting drops in my eyes, took contacts out of eyes and continued to put drops in them. Ended up going to the dr the next day ( I was 12 hrs away from home at the time). Diagnosis keratitis. I missed weeks of school. Couldn't open my eyes, could not stand light. I continued seeing a dr for over a year. Still can't wear contacts and my vision has deteriated.